Manufacturer narrative:
Repair evaluation information was received on 08/26/2022 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). No other clinical information or medical interventions were reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation. There was one error code found. The manufacturer's service center concludes that there was no visible foam degradation. Section d, section g and h is updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.